Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Concomitant medical products: concomitant micro clave connector and nonbd extension set were used.

Event description:
The customer reported a leak of lipids where the nonbd connector is attached to the tubing while connected to a patient. There was no patient harm.

Manufacturer narrative:
The customer¿s report of a leak of lipids where the non-bd connector (determined to be a microclave connector) is attached to the tubing was not confirmed. Visual inspection was performed and no anomalies were found. Functional and pressure testing was performed and no anomalies were found. The root cause of the leak was not determined on the as-received suspect syringe psd microbore set, as it was not replicated during the investigation.